Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested.(B)(4).

Event description:
A site representative reported an incomplete corneal flap was made on a patients' eye during surgery. Additional information has been requested.

Manufacturer narrative:
An incomplete side cut may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute or cause an incomplete side cut. A software upgrade (2.30c) has been planned to minimize the frequency of potential incomplete side cuts caused by the identified system issue. Although the system-related issue has been identified as a possible cause or contributing factor to incomplete side cuts or side cut tags, it cannot be determined conclusively whether the system issue contributed to this reported event. Thus, based on the investigation results, the root cause for this event could not be determined. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).